Event description:
During a cardiovascular procedure the balloon would not hold pressure. When the catheter was removed it was noted that there was a leak in the area where the balloon attaches to the catheter. Another catheter was used to complete the case with no advers pt consequences.